Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during testing, it was observed that the battery compartment was cracked in two places, the display screen was dim and discolored and the returned battery cap¿s threads were stripped and the cap was unable to fit onto the returned pump or to a test pump. Unrelated to these issues, the keypad cover was peeling off and the audio bolus button cover was damaged. (B)(4). (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a battery cap with stripped threads and a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2016.